Manufacturer narrative:
One scr replace friction-fit gold & ti abut int hex (mhlas) was returned for investigation. Visual evaluation of the as returned screw identified moderate signs of wear from use around the threads and the hex feature but no evidence of any significant damage. The customer states that patient utilizes a night guard for parafunction, which could lead to loosening over time. The reported product was located on tooth # 19 (universal) and used for unknown number of years. The customer has returned multiple x-rays of the implant at various stages of restoration. This includes healing collar placement, indirect transfer coping placement, final restoration, and an unknown threaded product in the drive feature. No signs of loosening could be verified from these images. Also, according to the IFU, patient factors like presence of occlusal abnormalities or parafunctional habits (e.g. Severe bruxism, clenching, overloading or gnawing) may cause screw loosening, restoration fracture, and/or implant failure. DHR review was completed for the subject lot number 2018120974. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2018120974) for similar event and no other complaint was identified. January post market trending was reviewed and there were no actionable events or corrective actions for the reported event (loosening) or product (mhlas). Therefore, based on the available information, device malfunction with respect to the screw has not occurred. Also, the reported event (loosening) was non-verifiable.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Device was not returned.

Event description:
It was reported a loosened screw (mhlas) at tooth location 19. Doctor removed and replaced the screw.